Event description:
The info provided by the local distributor indicates: hospital name: (B)(6) surgeon name: (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied; tibia; surgery description: correction/ non union; pt's info: (B)(6)male, height (B)(6), weight (B)(6); previous health condition: good; problem observed during: into treatment / post-operative; type of problem: device functional problem; event description: strut fracture during regular treatment. The strut was exposed to tensile loads. After strut fracture the strut was replaced by a new one. In the meantime the system was stabilized with a tl rapid strut. Thus, the correction treatment was delayed. The complaint report form indicates: the device failure caused adverse effects to pt - loss of distraction / correction achieved; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an add'l surgery was not required; copies of the operative reports are not available; copies of the xrays images are available; info on pt current health condition: still good. MFR ref # (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code (B)(4) lot v1387054 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of 25 devices. All of them have already been released to the market, no other notifications have been received in regards to this specific device lot. Technical eval: the returned device, received on (B)(6) 2015, is currently under technical investigation. We will provide you with a f/u report as soon as the results of the technical investigation are available. Medical eval: the info available on the case was sent to our medical evaluator. A preliminary clinical eval is currently on going and will be finalized once further info on the case and the results of the technical eval will be available. Orthofix srl required further info to the distributor, I. E. -what the pathology was, -what the correction was, -when the strut separated and how long it was before the replacement strut was applied. No info was received so far.

Manufacturer narrative:
Additional information: technical evaluation: the returned device, received on (B)(6) 2015 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual and dimensional check as per orthofix (B)(4) design and product specifications. The visual check evidenced that the inner bushing is broken. The breakage surfaces appear shiny. The dimensional check, performed where possible, did not evidence any anomalies. The results of the technical evaluation concluded that the device was originally conforming to design specifications. The failure occurred seems to be mainly related to the loads to which the device was subjected during application. Medical evaluation: as soon as the evidences of the medical evaluation become available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
Additional information: on (B)(6) 2015, orthofix (B)(4) received the following additional information from the distributor: "the pathology was a non-union fracture; the correction was a compression after debridement; the strut was separated directly after fracture, and immediately replaced by an "old strut, that was available from former surgery". Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (info already provided): orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400 lot v1387054 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been released to the market. According to orthofix (B)(4) historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation (information already provided): the returned device, received on june 23, 2015 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual and dimensional check as per orthofix (B)(4) design and product specifications. The visual check evidenced that the inner bushing is broken. The breakage surfaces appear shiny. The dimensional check, performed where possible, did not evidence any anomalies. The results of the technical evaluation concluded that the device was originally conforming to design specifications. The failure occurred seems to be mainly related to the loads to which the device was subjected during application. Medical evaluation (new information): the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below a summary of the medical evaluation. "This patient is a healthy adult male of (B)(6) who was having an unspecified correction in the tibia. The only image shows a tl hex frame positioned over the tibia with 2 wires and one bone screw on the proximal ring in the tibial metaphysis, and 2 screws and one wire in distal tibial diaphysis. A transverse osteotomy has been performed in the tibia just distal to the anterior tuberosity. However although the main part of the osteotome looks like a surgical cut, there are suggestions of other bone injuries including a distal line running from the osteotomy. The fibular is broken and the same level and this is comminuted as if it were a fracture. It is possible that the origins of this pathology are traumatic. We are not supplied with enough information to understand the significance of the broken strut. What happened is that a strut separated, and was temporarily replaced by a rapid strut before being replaced with another long strut. Correction was delayed for the time that it took to obtain the second strut. I suspect that the clinical significance of this was minimal: a reconstruction procedure like this will take some weeks / months, and a delay of a small number of days will not have any great significance. I suggest that as the treatment for this case was compression after debridement, compression with an old strut would have been just as efficient, and the treatment would not have been compromised. The technical analysis on this case suggests that the long strut failed because of some overloading relating to the particular application, and could not be reproduced in spite of careful testing of equivalent components. In the absence of other information, we must conclude that the strut failed because it was subjected to loads beyond the design criteria because of the particular treatment being carried out in this case." The results of the technical evaluation concluded that the device was originally conforming to design specifications. The failure occurred seems to be mainly related to the loads to which the device was subjected during application. The medical evaluation evidenced as follows: "we are not supplied with enough information to understand the significance of the broken strut. What happened is that a strut separated, and was temporarily replaced by a rapid strut before being replaced with another long strut. Correction was delayed for the time that it took to obtain the second strut. I suspect that the clinical significance of this was minimal: a reconstruction procedure like this will take some weeks / months, and a delay of a small number of days will not have any great significance. I suggest that as the treatment for this case was compression after debridement, compression with an old strut would have been just as efficient, and the treatment would not have been compromised." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix (B)(4) design specifications, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. In case further information becomes available on the event, orthofix (B)(4) will re-open the investigation. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: correction / non union; patient's information: (B)(6), male, (B)(6), height 180 cm, previous health condition: good; problem observed during: into treatment / post-operative; type of problem: device functional problem; event description: strut fracture during regular treatment. The strut was exposed to tensile loads. After strut fracture the strut was replaced by another one. In the meantime the system was stabilized with a tl rapid strut. Thus, the correction treatment was delayed. The complaint report form indicates: the device failure caused adverse effects to patient - loss of distraction / correction achieved; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the xrays images are available. Information on patient current health condition: still good. On july 14, 2015, orthofix (B)(4) received the following additional information from the distributor: "the pathology was a non-union fracture; the correction was a compression after debridement; the strut was separated directly after fracture, and immediately replaced by an "old" strut, that was available from former surgery". On august 12, 2015, orthofix (B)(4) received the following additional information from the distributor: "the treatment was conducted in the septic trauma department -thus it seems, that it might have been a combination of a non-union fracture that have been infected, revised with the tl-hex - and putting pressure on the remaining revised bony ends in order to gain a primary bone healing". (B)(4).